Manufacturer narrative:
For mainframe, analysis found no anomalies on the device. Device received in good condition. Device successfully tested according to its manufacturing specifications. For interface, analysis found 2 worn wave washers. The wave washers have been replaced. Device successfully tested according to its manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the devices were not working properly. There was no patient impact.